Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive results with the ID now covid-19 assay performed (B)(6) 2021 with a nasopharinge sample and generated a positive result. The customer reported rt-pcr confirmation testing on a nasopharinge swab generated a negative sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 191-000/ lot m162544 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m162544. Test base part number 191-000/ lot m162544. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162544 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. A review of complaints against the kit lot for the reported issue indicates that product performance is as expected and a product deficiency has not been identified. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.